Manufacturer narrative:
Additional information: the customer reported that the continuous laser firing sound occurred while performing repeat laser firing with the system. The customer removed the laser probe from the patient¿s eye and released the footswitch but the sound continued. The customer then stepped on the footswitch and the sound stopped. The procedure was cancelled. There was no patient harm reported. A video recording of the event was reviewed by the surgeon and it was determined that the laser firing sound continued but laser emission did not. The company service representative inspected the customer¿s purepoint laser footswitch assembly but did not detect any defects. As a preventative measure, the laser footswitch was replaced. The system was manufactured on may 11, 2011. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that there was continuous oscillation that occurred during a laser procedure. During the firing the sound changed to continuous from intermittent. It is unknown whether the laser was firing or not during continuous sound. The procedure was completed with no harm to the patient.